Event description:
Reported as "the pt was initially implanted with a 10cm. Lap-band, tough dissection and post operative swelling. Approximately four days later the pt was taken back to surgery to remove the 10cm. Lap-band and replace with a vg lap-band secondary to edema and band slippage. Within 24 to 48 hours later the pt experienced a pulmonary embolism. This pt was then transferred to another hospital and placed under another physician's care where the pt died shortly thereafter." The physician indicated he does not believe that this pt's death was caused by the device or a malfunction of the device. The physician does not believe an autopsy was performed, but the physician also heard that they had found the stomach had been perforated. This is the second event and the same pt reported under MDR ID # 2024601-2005-00095. This second MDR is being submitted for the second proudct, also a device manufactured by inamed corporation. This separate distinct number is provided per the FDA's request for traceability purposes. Inamed's approach to compliance is to resolve all doublts in favor of reporting.